Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak at the y piece during the self test. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the reported issue could not be reproduced. No malfunction was found. The equipment operated normally. Additional information was received stating that the reported issue could not be reproduced. No malfunction was found. The equipment operated normally.